Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of radiographs and medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it has been determined that this device should be reported under biomet MFR. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device should be reported under biomet MFR. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this report was submitted under wrong MFR and will be reported under 0001822565-2020-00373. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this report was submitted under the wrong MFR and will be reported under 0001822565-2020-00373. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Medical device: UDI# (B)(4). Concomitant medical products: 113631 comp primary stem 631120; 115370 comp rvs tray co 399710; xl-115364 arcom xl 44-36 std +3 hmrl brg 544670; 115310 comp rvrs shldr glnsp 612320; 180550 comp lk scr 3.5hex 4.75x15 st 344030; 180550 comp lk scr 3.5hex 4.75x15 st 344030; 180552 comp lk scr 3.5hex 4.75x25 st 343720; 180552 comp lk scr 3.5hex 4.75x25 st 011370; 115396 comp rvs cntrl 6.5x30mm st/rst 536580. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04437, 0001825034-2019-04438, 0001825034-2019-04439, 0001825034-2019-04440, 0001825034-2019-04463, 0001825034-2019-04462, 0001825034-2019-04461, 0001825034-2019-04460, 0001825034-2019-04459.

Event description:
It was reported that the patient underwent a primary left total shoulder arthroplasty. Subsequently, the patient was noted to have pain, stiffness, swelling and difficulty with adls. No additional patient consequences were reported.